Manufacturer narrative:
Event date: the event occurred on an unspecified date in july 2019. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between two (2) transfer sets and an unspecified number of minicaps. This occurred during peritoneal dialysis therapy. The caregiver (cg) stated that the minicaps did not lock completely into place on the first transfer set. The cg further described that the minicaps twisted on and appeared to be functioning as intended, but when they checked, the minicaps were loose. The cg used surgical tape to keep the connection in place. The cg stated that the first transfer set was replaced. The issue continued to occur with the second transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.